Manufacturer narrative:
H6: codes were updated. One device was returned for investigation. The reported that leakage can be confirmed due to the whole observed. A device history record (DHR) review reported no discrepancies or non-conformances during the manufacturing of the reported lot number.

Event description:
It was reported blood leakage occurred from the syringe. This occurred during use. There was no patient harm/adverse event reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.